Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv4903 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there were creases with two guide wires. No other information was provided. This report addresses the first guidewire.

Event description:
It was reported that there were creases with two guide wires. No other information was provided. This report addresses the first guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an uneven or rough guidewire was confirmed but the cause is unknown. A single photograph of a damaged guidewire was returned for evaluation. The proximal and distal ends of the guidewire were visible in the photograph and both ends appeared intact with the manufactured weld tips. The outer diameter near one of the ends of the guidewire appeared rough and uneven. It appeared that the coils of the coil wire were misaligned. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The cause of the misalignment could not be determined at this time. Possible contributing factors could include insertion or handling technique and withdrawal of the guidewire against the needle bevel. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can become caught within the needle causing damage to the wire. H3 other text : evaluation findings are in section h.11.